Event description:
It was reported while using alaris pump module smartsite infusion set leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: material #: 2420-0500. Batch/lot #: unknown. It was reported by customer that IV tubing leaking at upper portion of diaphagm. # of occurrences - 1.

Manufacturer narrative:
H6: investigation summary: no photo or sample was provided by the customer with the complaint of leakage. Without further information like a physical sample, the complaint cannot be verified and the root cause remains unknown. A device history record review could not be performed because a lot number was not provided by the customer.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. The initial reporter also notified the FDA on (B)(6) 2021. Medwatch report # mw5105766.

Event description:
It was reported while using alaris pump module smartsite infusion set leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: material #: 2420-0500. Batch/lot #: unknown. It was reported by customer that IV tubing leaking at upper portion of diaphagm. # of occurrences - 1.